Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that she was running higher than normal due to not feeling well and stress. Customer is not sure of the sensor reading at the time of event. The customer was advised that sensor is tracking sensor glucose not blood glucose. The customer was advised and explained the auto off alarm and she understood. It was explained to the customer how to calibrate the sensor. The customer declined to troubleshoot for high blood glucose.